Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reports to have experienced several issues with insulin pump. Customer reports to have received a no delivery alarm: belt clip broke; and high blood glucose of 500 mg/dl which was treated with annual injections. Troubleshooting was performed for high blood glucose but could not continue due to customer not being able to read display screen due to scratches. Customer was advised that insulin pump would need to be replaced. Customer declined to return out of warranty pump for failure analysis. Customer was advised that belt clip, infusion set and reservoir would also be replaced. No further information provided.